Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had issues with timing. There was patient involvement, but no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer had concerns about patient¿s response to counterpulsation therapy. Hours before the call, the patient had surgery for aortic valve replacement with a mechanical valve and coronary artery bypass grafting. The customer noted that the patient¿s edp (end-diastolic pressure) was better in assist ratios of 1:2 or 1:3. By reviewing images, esp personnel confirmed timing errors characterized by late inflation and late deflation. There was a notable double hump where the dicrotic notch is on the ap waveform. Esp personnel noted that it¿s possibly due to the mechanical aortic valve that was recently placed. The patient was experiencing frequent premature heart beats. Esp personnel guided the customer in adjusting the deflation and inflation intervals manually to optimize therapy. A few adjustment options were tried. Ultimately, choosing the pressure trigger instead of ECG and a manual adjustment of inflation and deflation timing in semi auto mode fixed the issue. Therapy was successfully optimized and there was a noted reduction in edp.

Manufacturer narrative:
(B)(6) rn, cvicu called into emergency support program line with concerns regarding the patient¿s response to counterpulsation therapy. He reports that the patient recently underwent surgery for aortic valve replacement with a mechanical valve and coronary artery bypass grafting, approximately four hours prior to the emergency support call. The patients edps improved with assist ratios of 1:2 or 1:3 raising concern for suboptimal timing and afterload reduction. Esp personnel identified late inflation and late deflation with a double hump on the ap waveform likely related to the recently placed mechanical aortic valve. ECG and arterial waveforms were acceptable though the patient had frequent premature beats. Esp personnel instructed blaine to use semi auto mode and guided timing adjustments resulting in reduced end diastolic pressure. Irregular rhythm and ECG triggering caused auto r wave deflation to override settings leading to increased edp. Esp personnel disabled auto r wave deflation however late deflation persisted. Semi auto mode with pressure trigger and manual timing adjustments optimized therapy with improved edp. No patient harm was reported.

Event description:
(B)(6) rn, cvicu called into emergency support program line with concerns regarding the patient¿s response to counterpulsation therapy. He reports that the patient recently underwent surgery for aortic valve replacement with a mechanical valve and coronary artery bypass grafting, approximately four hours prior to the emergency support call. He notes the patients edps are better while assist ratios of 1-2 or 1-3 are utilized. He expects that the timing could be off and is worried about the patient's afterload reduction not being optimized. After reviewing images esp personnel determined there are timing errors characterized by late inflation and late deflation. There is a notable double hump where the dicrotic notch is on the ap waveform. This is very possibly due to the mechanical aortic valve that was recently placed and could be the reason for the late inflation of the iab. The ECG and arterial pressure waveform are acceptable however the patient is experiencing frequent premature heart beats. Esp personnel instructed blaine to place the iabp in semi auto mode to allow for precise timing adjustments. Esp personnel recommended and guided him in adjusting the deflation and inflation intervals to optimize therapy. The end diastolic pressure was reduced indicating more effective support. However, due to the irregular rhythm and ECG triggering auto r wave deflation overrides the set deflation timing resulting in suboptimal performance and increased edp once again. Esp personnel guided him in turning off the auto r wave deflate feature. Unfortunately, the ECG trigger was still contributing to late deflation of the iab resulting in elevated edps and increased workload. Esp personnel trialed semi auto mode with a pressure trigger and a manual adjustment of inflation and deflation timing. With these changes therapy is optimized and there is a noted reduction in end diastolic pressure. No harm or injury to the patient was reported.